Event description:
It was reported that suture placement was successful using a prostar xl device in a femoral artery using the preclose technique prior to a transcatheter aortic valve implantation. Reportedly, bleeding occurred during device deployment and at the end of the procedure there was bleeding at the femoral artery. A covered stent was used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps, 6f sheath was used. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the prostar device was used for a 6f sheath procedure. The prostar instructions for use states, the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.